Manufacturer narrative:
Proof of re-operation with anterior support (without removing the broken rods) show that the delay in fusion and the absence of anterior support in initial surgery are the cause of the rupture. (B)(4). Exemption e2017030.

Event description:
Original surgery was performed on (B)(6) 2016. Patient had several comorbid conditions and it was decided to perform an alif at l5-s1 to address her pseudarthrosis. This was performed on (B)(6) 2017. The broken rod was not removed.